Event description:
Additional information received identified the patient underwent surgical intervention wherein the ipg was explanted and replaced which resolved the issue. Effective therapy was restored post operatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient¿s ipg has been inoperable for over a year. As a result, patient may need surgical intervention to address the issue.